Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had internal clock issues, not holding time and date, and damaged dso (downstream occlusion) seal. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a broken battery door and battery compartment, cracked lcd lens, damaged expulsor valve and lifting dso seal. The event history log was reviewed which confirmed the date and time loss. The customer reported problem was also confirmed at power up during the functional testing. The cause of the issue was the coin battery and the main board. The battery and main board were replaced. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.